Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, the physician successfully deployed one ruby coil. The second ruby coil unintentionally detached inside another manufacturer's microcatheter. The microcatheter was removed and flushed with saline which removed the coil and some thrombus. A new catheter was placed and a new ruby coil was used. The pusher wire became kinked by the physician while in the microcatheter and was removed to prevent further error. The procedure continued successfully using a new ruby coil. There is no report of an adverse effect on the patient.

Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2014-00503. Hospital disposed of device.